Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performing a fill tubing instead of attempting to change the site reminder. The customer reported that does not know if connected to the site during the fill tubing. There was no reported impact to the customer's blood glucose level. Tandem technical support advised to monitor bg levels and follow healthcare provider recommendations in case of a low bg event.